Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator. There is a concern that the battery depleted earlier than expected. Boston scientific received subsequent information that this device was explanted. The monitoring voltage was 2.0v and device was at end of life (eol) and reverted to storage mode. It was also reported that during the explant procedure the proximal df-1 setscrew was loose and the df-1 positive terminal could be pulled out of the port without loosening the setscrew.